Event description:
It was reported that the device exhibited early elective replacement indicators (eri). The device had been programmed to high outputs on the left ventricular (lv) lead for the life of the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed normal depletion that meets expected longevity.